Event description:
It was reported that the patient experienced syncopal episodes in sept 9 and 16. It was not known what is the cause of the syncopal episode. The patient has not experienced any syncopal episode since. It was also noted that the low flow events seemed to be a patient hemodynamically related issue. No changes were made to the ICD.